Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to a physical damage on the pulse generator header. The device was replaced with a new one. The explanted device has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to a physical damage on the pulse generator header. The device was replaced with a new one. The explanted device has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted tool marks on the case and header. The df- seal plug is partially detached from the header. The other seal plugs are intact. The df- set screw is missing. The other set screws operate normally. This investigation will be updated should further pertinent information be provided.